Event description:
It was reported that when the patient presented for follow-up, telemetry was lost during a hv lead impedance measurement. When connection was reestablished the reported hv lead impedance measurement was high and out of range. The out of range measurement could not be reproduced and was believed to be caused by the loss of telemetry. There were no adverse consequences for the patient and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.